Event description:
Reporter alleged passed out due to the blood glucose device low results. Reporter stated at 4:30 going to the bathroom and remembers waking up with "blood on the floor, black eyes, and scars on his face". Reporter stated remembering device results were high prior to the event but could not provide values. Reporter also stated device was 78 mg/dl the morning of the incident but was unsure if this was correct because did not have the device with him at the time reporting. Reporter indicated a family member took him to the hospital where glucose was tested and given dietary adjustments for glucose levels. Reporter indicated the hospital confirmed his glucose was low, no values provided, and the reason he passed out but also because of an unrelated diabetes condition. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.